Manufacturer narrative:
The customer replaced the sterile handle by itself. After this the issue was resolved. Per the IFU the user needs to ensure the handle is fixed correctly prior each surgical procedure. Based on this, no further action is necessary.

Event description:
It was alleged the sterile handle fell off the light head during a surgical procedure. No harm or significant impact to the procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4)